Event description:
Physician reported for left side, "patient currently complains of intermittent pain in the breasts, associated with stiffness, with progressive worsening of symptoms, in addition to the sensation when opening the arms", "signs of capsular contracture in grade 4". MRI confirmed rupture on left. Patient reported "toxic substances are being absorbed by the body. Substances that are proven to be carcinogenic". Patient representative reported "swelling and redness in left breast", mentioned recall and "pain began to interfere with daily actions."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "signs of capsular contracture, in grade 4 breasts."